Event description:
Customer reported that the bottom part of the display was cut off. Physio-control evaluated the device and observed that the internal foam spacer placed around the display monitor (between the display lens and display component) moved up and is now covering the bottom portion of the device's display. Foam spacer movement along the lower edge of the display may obscure the low battery indication in the status message area. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control repositioned the internal foam spacer and observed proper device operation through functional and performance testing. The device was returned to the customer for use.